Event description:
It was reported that decreased pacing impedance and noise leading to oversensing and inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to the resolve the event. The patient was stable and there were no adverse consequences.